Event description:
A revision surgery of bhr hip was reported. Patient suffered under tissue damage and pain. Initial implantation took place in (B)(6) 2008 and the revision surgery was performed in (B)(6) 2010.